Event description:
During validation testing, a patient sample displayed unexpected negative reactivity for 2 cell screen and antibody ID assays on galileo. The patient was known to be positive for anti-e. The customer stated the sample was negative for the 2 cell screen and, some cells on the antibody ID panel. No adverse event occurred as a result of the unexpected reactivity.

Manufacturer narrative:
Confirmed the presence of the e antigen on retention capture-r ready screen (crrs) (I and ii), lots x275 and x276, and capture-r ready ID, lot id111. 2_cell testing wasperformed with the customer's patient sample using retention crrs (I and ii), lots x275 and x276 on an in-house galileo. Galileo testing was nonreactive. Hemagglutination tube testing was performed with customer's patient sample using retention panoscreen I, ii, and iii, lot 52180. Immuadd was used as potentiator and testing was performed at all temperatures. The sample exhibited microscopic +w reactivity with cell ii at iat. All other testing was negative.